Manufacturer narrative:
Additional information : one (1) device was received for evaluation. During visual inspection a cut in the tube was observed. The reported condition was verified. The cause of the condition was due to a manufacturing issue. There are manufacturing process controls in place to detect and prevent this issue from occurring. The second device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) light sensitive drug sets were leaking. The leaks were due to micro-cracks that were observed in the part that is coupled in to the infusion pump. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.